Event description:
Pt had a subtotal occlusion of the right coronary artery treated with an xtract catheter. Post treatment, the artery became totally occluded. The physician was unsure if this was due to a dissection or embolization of thrombus downstream. The physician treated the artery with balloon angioplasty. The pt was doing fine and expected to be released the next day.